Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - brake cam. After the repairs were completed, the caster still could not swivel, thus causing it to drag on the floor when being transported. Service tech, (B)(4) advised the customer to scrap this unit as the base weldment's structural integrity has been compromised due to the plastic deformation of the bending of the base weldment.